Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot 3894539 was conducted and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation but has not yet been received.

Event description:
It was reported that a nurse discovered an unknown cytotoxic medication leaking between the 4th channel and the tubing. There was no patient harm reported. No additional information is available at this time.